Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. This issue is symptomatic of a bricked unit. Upon visual inspection, no issues were found related to the reported event. Bench testing was performed, and it was confirmed that the unit is bricked. The unit was installed on the known good in-house system, and the tower monitor did not show a full display, the insufflator was disabled, and the power button kept flashing blue, which aligns with the complaint. As a result of these findings, failure analysis concluded that the tegra module is the root cause of the issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the system won't power up all the way. Technical support engineer (tse) had the caller hard power cycle and check the blue fiber connection. The system will power up but won't complete post and vision cart power button keeps flashing. Tse had him disconnect the tower and console and they both powered up good. The vision cart still wouldn't power up on its own and vision cart system number wasn't visible from support page. Also the blue led above the blue fiber cable wasn't slit up. No logs were available at the time of the call more than likely due to the vision cart issue. Also on the robot he kept getting system connecting but would never finish powering up. There was no report of patient involvement or reported injury.